Event description:
It was reported that the pt underwent oc fusion from c2 to c4. The pt was fused with an occipital plate, lateral mas screws and an articulating joint rod at c3/c4. Sometime post-op the lateral mas screws popped out at the joint where the rods meet. The pt underwent revision surgery. The revision surgery went well.

Manufacturer narrative:
The product was not returned for eval. Imaging films were not provided. With the available info, a cause or contributing factor cannot be determined.